Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a sling procedure on (B)(6) 2016 and the mesh was implanted. The procedure was without complication. After the procedure, the patient was feeling the mesh implant in the middle under the urethra. It was also reported that a 2 cm x 2 cm open mucosa was found under urethra and the doctor can see the mesh sling implant. The patient experienced erosion, painful intercourse and pain corresponding to the affected area. The patient was referred for the treatment of the mesh erosion. Additional information has been requested.